Event description:
It was reported that the hi-torque bmw guide wire was passed successfully across the 90% stenosed lesion in the right posterolateral segment (rpls) coronary artery. A 2.75 x 15 mm promus stent was successfully deployed covering the rpls lesion, and crossing the 100% stenosed 1st right posterolateral branch. As the bmw guide wire was being withdrawn, the tip became entrapped in, and caused deformity of the promus stent. An attempt to remove the bmw guide wire caused the tip to fracture and separate. The tip of the bmw guide wire remains in the patient's anatomy, as noted on x-ray. A second guide wire was advanced across the deformed stent and entangled bmw tip, and a 3.0 x 18 mm promus stent was deployed, successfully crushing the deformed stent and the bmw guide wire tip against the vessel wall. There was a significant delay in the procedure due to the need for a second stent deployment. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood on the coils and core and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the shaping ribbon was separated, 2.6 cm distal to the center solder. The tip coils were separated, 1.1 cm distal to the center solder. Both separated portions were not returned. The core was intact and not separated. There was a bend in the shaping ribbon, 5 mm proximal to the separation. The tip coils were completely stretched out. There were offset and overlapping intermediate coils sporadically 1.5 cm proximal to the center solder, for a length of 1.6 cm. The noted bend in the tip, stretched out tip coils, offset and overlapping intermediate coils were likely the result of the guide wire tip separation as no damage was reported during inspection prior to use. Scanning electron microscopy (sem) analysis of the returned guide wire suggests that the shaping ribbon separation may be attributed to ductile overload. Examination of the shaping ribbon revealed a slight twisted material. The coil failure may be attributed to tensile overload. Examination of the coil revealed necking. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported guide wire tip separation was likely the result of the reported entrapped tip of the guide wire with the stent. The tip of the guide wire remained in the anatomy. A second guide wire was advanced across the stent and entangled guide wire tip, and a second promus stent was deployed successfully crushing the deformed stent and the guide wire tip against the vessel wall. There was a significant delay in the procedure due to the need for a second stent deployment. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. Manufacturing performs a visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The promus, is being filed under a separate MFR number.